Event description:
During a clinic follow-up, episodes of far-field r wave oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.